Event description:
Customer reported patient was receiving IV fluids through PICC line in left arm. Reported 1657r tegaderm chg dressing covered the site. Alleged patient experienced "skin abrasive damage" under gel portion of dressing after 48 hours of wear time. Reported dressing was exposed to moisture from insertion site. PICC catheter was removed in response to skin condition and area was treated with silvederma. Reaction was improving when patient was discharged from hospital.

Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. The 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following information on site infection or other complications...inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen...